Event description:
The device was returned for the analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Occupation has been updated and provided with this report in section e3. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.product problem was updated in section b1.health effect impact code has been updated and provided with this report in section h6.component codes have been provided with this report in section h6.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 4, 37 and 63 on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device passed the displacement test and self test. No unexpected pump error 4, 37 or pump error 63 alarms during testing noted, however, pump error 4 alarm (linenumber = 2727 ; filenumber = 32122), pump error 37 and pump error 63 alarms are found in the formatted history file due to a moisture ingress on force sensor and battery tube assembly. Device was cut open to perform visual inspection and found evidence of moisture ingress on the force sensor and battery tube assembly noted. The following were noted during visual inspection: cracked keypad overlay, scratched case, scratched lcd window and cracked battery tube threads. In summary, customer alleged pump error 4, 37 and 63 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 500 mg/dl. It was unknown how they treated for high blood glucose. Customer reported insulin pump had a multiple pump error alarm. Customer was able to successfully clear alarm and able to complete rewind. Customer performed displacement verification test and test was passed. Customer stated pump error occur during rewind. Customer stated the auto mode feature was not active at the time of high blood glucose event. The insulin pump will be returned for analysis.